Event description:
The infusion device was returned to the first level investigation unit, and it was found the up and check buttons do not function correctly. The infusion device will be sent to the investigation unit, and additional information will be submitted when the evaluation is complete. No adverse event was reported in relation to this complaint.